Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with endologix devices. The physician identified a component separation and elected to implant a non-endologix stent to resolve the issue. Patient is stable.